Event description:
The customer stated that the central monitoring system (cns) screen froze and all waveforms and etc. Looked like still pictures. Nothing updated or changed. Mouse, touchscreen, and keyboard did not work. The customer performed a hard boot. System stayed on the (B)(4) splashscreen.